Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced a heart attack. Nevro attempted to obtain additional information regarding the nature of the issue, but none was available. The patient was hospitalized and has since been discharged. The patient continues to use the device to find effective pain relief.